Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and air bubbles in the tubing. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 600 mg/dl. The customer was treated with 18 units of insulin through syringe. Based on customer¿s report customer does allege insulin pump was under delivering. Reason why customer alleges insulin pump was under delivering because they have been waiting for the blood glucose to lower down. Customer reports the symptoms related to their high blood glucose level such as nausea, vomiting, abdominal pain and difficulty breathing. Customer has been being using insulin pump system within 48 hours of reported high blood glucose events. The customer states insulin exited. The customer reported that the size of air bubbles was half inch bubble in the tubing. The insulin pump will not be returned for analysis.